Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Event description:
Customer reported that the zirconia abutment had fractured after restoration.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.